Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had a bent cannula. The caller stated that the customer had high blood glucose of 943 mg/dl at the time of incident. The caller also reported that the customer had high blood glucose of 478 mg/dl. The caller stated that the high blood glucose was treated with manual injection. Troubleshooting was not performed. The insulin pump will not be returned for analysis.